Event description:
It was reported that the customer experienced a low blood glucose (bg) level, but they could not recall that actual bg level. The cause of low bg was unknown. The customer received third party assistance from their family, but they could not remember the specifics of how they addressed the low bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.